Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 02-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported the peg end broke. It broke during the night following the previous feed, thus the previous feed and gastric contents leaked all over patient. The device broke at the joining point of the y-connector. The family member stated the clamp was on the clamped position but this also failed to stop back-flow of the gastric contents. The gastric contents caused gastric burns to the patient's skin. The burned skinned is being treated with dressings. A new clamp end was placed on the device. Additional information received 21-feb-2018 stated the patient had a 16 french corflo peg placed in (B)(6) 2017. The peg-y end snapped off overnight on (B)(6). Although the clamp was closed, it failed to stop the stomach contents from leaking onto the patients skin from the peg tube. The patient was unable to communicate and as the incident was overnight the skin exposure to stomach acid resulted in a 2nd degree burn to the skin. The patient was treated in the accident and emergency department (a&e). The burn was too serious to treat locally. Initially it was thought that the patient would need a skin graft, although this has not occurred. The patient is now being treated with dressings and ongoing additional care. No additional information was received.